Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2016, fse arrived at the site to address the reported event. Fse replaced the large and small syringes, performed drain flushes, primed the device, and started up normally. The customer was subsequently able to calibrate, run qc, and patient samples without issue. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the small syringe.

Event description:
On (B)(6) 2016, the customer reported low total area and quality control (qc) issues following preventative maintenance (pm) of their g8 analyzer. On (B)(6) 2016 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.